Manufacturer narrative:
(B) (4).

Event description:
High impedances of greater than 4000 ohms noted on all or some unipolar pairs-on some of the bipolar pairs, and on electrode 1 during intraoperative impedance testing. Implanted device was replaced.